Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead showed loss of capture and pacing not delivered when required. It was recommended to bring the patient to clinic so that the lv lead could be evaluated and reprogrammed. The lv lead remains in service. No adverse patient effects were reported.